Manufacturer narrative:
(B)(6). Investigation: we have been provided with three reference samples for our investigation. We performed a leakage test on the product returned and unfortunately were not able to duplicate the leak reported. A batch history review was performed and found no non-conformances associated with this issue during the production of this batch. Based on the customer feedback, we conclude that the cause of the problem could be produced as a consequence of a damage in the plunger lip. This could be produced during the handling of the product through the manufacturing process or in the plunger assembly machine. The provided samples did not present the reported issue. We could not confirm the reported issue. Based on an evaluation of severity and occurrence it was determinate that no corrective action is required at this time.

Event description:
It was reported that a discardit ii¿ syringe w/needle leaked during use. There was no report of injury or medical interventions.